Event description:
The patient had been implanted with two surgical leads from the same lot with occipital placement. The patient had been experiencing redness around the lead up to her ear and also indicated it felt warm to the touch. The physician felt the leads were showing signs of erosion through the skin. The patient underwent surgical intervention to explant one of the two leads. No further patient complications were reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.